Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the product disconnected during a patient infusion and resulted in a chemo exposure. The infusion account executive states they are aware ICU medical says that non-fixed spin collars do not work well with the spinning spiros, and they train accounts on tips to make the two work better. Routine chemo exposure protocol was followed, and there is no report of patient harm.

Event description:
The customer reported the product disconnected during a patient infusion and resulted in a chemo exposure. The infusion account executive states they are aware ICU medical says that non-fixed spin collars do not work well with the spinning spiros, and they train accounts on tips to make the two work better. Routine chemo exposure protocol was followed, and there is no report of patient harm. The product was received with a note stating, "due to non locking collar, spiros can be easily removed".

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported the product disconnected during a patient infusion and resulted in a chemo exposure. The infusion account executive states they are aware ICU medical says that non-fixed spin collars do not work well with the spinning spiros, and they train accounts on tips to make the two work better. Routine chemo exposure protocol was followed, and there is no report of patient harm. The product was received with a note stating, "due to non locking collar, spiros can be easily removed".

Manufacturer narrative:
The customer¿s report that the product disconnected was not confirmed. Visual inspection showed no anomalies. The spinning spiros was securely connected to the distal male luer of the set and could not be removed, as per the design and function of the spiros (locking spin collar) when it is properly connected. Since the spinning spiros could not be disconnected, functional testing could not be performed. The root cause of the customer's report was not identified.